Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense the medication due to a lack of understanding regarding its functionality. The technical support specialist logged into cabinet and found that zone 12 was not enable thus not allowing the medication to be searched or issued. The serial number, UDI and manufacturing date fields were kept blank since the serial number was not provided by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system experienced a problem in which the medication could not be located when the nurse attempted to retrieve it. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.